Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd insyte¿ autoguard¿ shielded catheter a 24g was discovered in the batch of 22g. The following information was provided by the initial reporter, translated from portuguese to english: in the middle of the 22g catheters batch 2325059 came a 24g size, with the same engraved batch.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-sep-2023 h6: investigation summary a device history record review was completed for provided material number (B)(4) and lot number 2325059. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture samples and the affected physical sample were received for evaluation by our quality team. Through examination of the samples, a 24g product was identified within the blister package for a 22g product. It was determined that prior to the production of material number (B)(4) and lot number 2325059, the machinery was used to run an insyte autogaurd 24ga x 0.56in product. Based on these findings, the mixed product in the packaging can be attributed to a possible line cleaning failure in the packaging process. There was also a failure in the detection process, when the material was inspected. This is the first report received for this issue on this lot.

Event description:
It was reported that prior to use with bd insyte¿ autoguard¿ shielded catheter a 24g was discovered in the batch of 22g. The following information was provided by the initial reporter, translated from portuguese to english: in the middle of the 22g catheters batch 2325059 came a 24g size, with the same engraved batch.